Event description:
It was reported that during a supply change with an inset 23" infusion set, the ilet user experienced two unsuccessful insertion attempts, including an accidental finger stick with the needle and a second attempt where the infusion set detached from the needle prior to insertion, after which video guidance was provided to complete insertion of the teflon site and reconnect to the ilet, and replacement infusion sets were arranged. Symptoms included a minor finger stick injury. Outcomes included completion of troubleshooting and education with successful reconnection and continued therapy without alarms, hospital care, or additional intervention. Investigation included technical support review and remote guidance. Investigation of this case revealed improper infusion set handling and deployment leading to failed insertions, with the infusion set as the involved component. It was concluded, based on previously established findings for similar reports, that user technique during infusion set insertion was the most probable cause.